Event description:
On 6/26/99 the account reported an axsym b-hcg result of <5 mlu/ml on a serum sample. The pt had a urine pregnancy test which was positive. The serum sample was repeated and was 21, 428 mlu/ml. There was no impact to pt management. No injury reported.